Event description:
Source: (B)(6). The dexcom g7 was from mail order pharmacy. I am the one that was affected thankfully and not my 6 yr old son. We are both type 1 diabetics and depend on the chem working properly. I went to bed on (B)(6) fine. When I woke up to the low alarm at 6am on the (B)(6), I grab a snack and went back to bed. At 7:30 am my alarm was going off again. This time I felt strange and that something was not right. I did a finger stick to see what my blood sugar was and it was over 400. I then decided to check my keytones and I had medium keytones. I had to call off from work due to this. I was lucky that I checked when I did because if I had not I could have ended up in the hospital in dka.